Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code 'nv - stent deployed prematurely during preparation' was not confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'after opened the pack of the product, the operator found the stent was already deployed out of introducing sheath'. All of the additional question indicate that this is being reported as an out of box failure. The stent was returned for analysis deployed and was intact/undamaged. The stent delivery wire (sdw) was also returned for analysis and was kinked/bent and also broken at the proximal bumper (which is not aligned with an out of box failure). The section beyond the proximal bumper was not returned for analysis. There was dried procedural fluid present on the proximal bumper/coil section of the sdw. Again, this is not aligned with an out of box failure and suggests that the device was set up/used as part of a procedure. The introducer sheath was not returned for analysis. The as reported code will be assigned 'not confirmed' and the analyzed codes stent deployed prematurely during use and stent delivery wire broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications. It is further assumed that it was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that stent deployed prematurely during use and stent delivery wire broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.